Event description:
It was reported that there was free flow of solution during use of eleven solution administration set. The set was used with a colleague pump. This issue was observing during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date received by MFR in follow-up MDR #1 was inadvertently submitted as 10/22/2022; this is being corrected to 12/22/2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: thirteen (13) companion samples were received for evaluation. The samples were tested with the introduction of compressed air, pressure of 8-10 psi (pounds per square inch), submerged in water to evaluate tightness and flow, and to test the functionality of the flow cut and roller gripper assembly. The results of these tests did not show a failure. Functional infusion tests on hospital equipment (3-channel and 1-channel colleague infusion pump) were performed. When starting the equipment configuration process, it was possible to notice a continuous flow, even with equipment in stopped status. The 3-channel equipment was replaced by the 1-channel equipment, but continuous flow was maintained. A flow variation was verified in the batch set according to the position inserted in the equipment. The reported condition was verified on three (3) of the samples, however, not on the other ten (ten) samples evaluated. The cause of the condition was determined to be a manufacturing related issue. Dimensional tests observed that individual values outside the specified limits, at different points of the tube, can cause a change in the thickness of the tube, which may impact the quality and functionality of the set during the drug infusion process. The data presented in the history of the evaluated batches, are within the specified limits, considering the average of the values of the four points of the tube, however, when evaluating the results of the individual measurements, it is possible to observe small variations below or above the limits specified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.